Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 14feb2019. Customer reports he has not had opportunity to trouble shoot unit due to other priorities. Technical support advised customer the case is open should further assistance be needed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 09mar2019. During follow up the customer stated both speakers have been replaced and the issue remains. The customer was advised by philips technical support to update the product software. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 09apr2019. Added results code, conclusion code. The customer advises that the central processing unit printed circuit board resolved the issue customer will not be returning failed part for investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 17jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports the primary alarm fail (code 1102)on the unit. No patient/user harm reported. Event date not specified; estimate used.